Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulator they had for their occipital nerve hasn't helped for the last 5 years. The patient mentioned that their implantable neurostimulator (ins) was removed because they may need an MRI. The patient was implanted for radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.